Manufacturer narrative:
Software error confirmed in downloaded insulin pump history due to software error. Device test failed not confirmed during testing. Device passed the displacement test and the self test..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had software error detected and self-test did not pass. The customer¿s blood glucose level was 140 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was reported that they were able to clear and able to rewind the insulin pump. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.